Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with vancomycin, 2 gm and injection fortum, 1gm loading dose. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.